Manufacturer narrative:
(B)(4). Method: the subject iw980 wall mount infant warmer was not returned to fisher & paykel healthcare for evaluation as the customer had elected to repair the unit themselves. Our investigation is based on visual inspection of the photographs provided by the hospital, our knowledge of the product and investigations into similar complaints. Results: visual inspection of the photographs revealed that the upper harness connector was corroded and appeared burnt. It is noted that the device is over 10 years old and a reasonable level of wear and tear is expected. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it is likely that the observed fault occured over a number of years. It is possible that a loose terminal in the heater element caused increased resistance, resulting in increased heat generation at the heating element connectors. The infant warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Replacement parts were sent to customer.

Event description:
A hospital in (B)(6) reported that the heating element of a iw980 wall mount infant warmer was not reaching 32 ohms. They further reported that the head harness connector was corroded on one side. No patient consequence was reported.